Manufacturer narrative:
The reported event of noise and insulation abrasion was confirmed. As received, only the proximal segment of the lead was returned for analysis. Visual examination found an external insulation abrasion breaching the superior vena cava cable lumen and inner coil lumen proximal to the suture sleeve tie impression with abraded cable coating and ptfe liner. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
During a follow-up in clinic, several noise episodes were noted on the right ventricular (rv) lead due to insulation damage. All other electrical parameters were in range. The rv lead was explanted and replaced and the patient was stable with no consequences. The insulation damage was visible during the replacement procedure.